Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity."

Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to loosening. It was noted during the procedure, the central screw had backed out causing the loosening. The head, tray, bearing and taper adapter were removed and replaced.